Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Vascular access related complications, such as bleeding, hematoma, rupture, and patient death are a known potential adverse patient effect per the instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. Per the physician, it was suspected that the exchange of the sheath and dcs had damaged the vessel. The imaging provided cannot confirm the event statements in regard to the exchanges between the inline sheath and the 14 fr sheath. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
November 6, 2020: additional information was received that the balloon was used to stop bleeding in the external iliac artery so that a stent could be placed, and not in an attempt to repair the rupture. It was confirmed that the exchange between the sheath and the delivery catheter system (dcs) is standard practice for the implant procedure and was not due to any advancement issues. Conclusion: per the instructions for use, predilation of the implant site involves a "9 fr hemostatic vessel introducer sheath and a 16 fr or 20 fr hemostatic vessel introducer sheath." It was confirmed that the exchange between the sheath and the delivery catheter system (dcs) is standard practice for the implant procedure and was not due to any advancement issues. It was also reported that the minimum access vessel diameter was 5 mm. Per the evolut instructions for use, patients must present with transarterial access vessels with diameters that are 5.5 mm. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at the end of the procedure, a rupture in the external iliac artery occurred. It was noted that the access vessel had a minimum diameter of 5mm and the patient had thin and tender vessel anatomy. An attempt was made to repair the damaged vessel using a balloon, but was unsuccessful. A stent was subsequently implanted to resolve the bleeding. It was reported that the prolonged procedure resulted in a peritoneal hematoma. Per the physician, the hematoma could only have been repaired by open surgery, which it was decided the patient would not survive. It was suspected that the exchange of the sheath and dcs had damaged the vessel. Two days following the valve implant, the patient died due to multiple organ failure. It is unknown if an autopsy was performed.